Event description:
The hcp explanted the pump after an implant duration of 33 months for battery depletion. The pump was replaced and returned to the MFR for analysis. A follow up report will be sent when additional information is received.